Event description:
It was reported that a patient underwent a pelvic floor repair procedure in 2007. On approx three months later, the patient was found to have developed a mesh erosion of moderate intensity. It was planned that the patient would return to the hospital for excision of the mesh erosion in 2008.

Manufacturer narrative:
Conclusion - no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.